Event description:
The customer reported that the system re-started on its own. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation, and replaced the host computer. The system was tested and found to be working as intended and put back into service.